Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the defib test during opcheck. There was no patient involvement.

Manufacturer narrative:
Updated section, device was not returned to manufacturer.